Event description:
It was reported that pump experienced malfunction event with malfunction code 3 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.